Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic event on 07/20 to 40 mg/dl blood glucose (bg). The patient's remote trainer explained they did a factory reset, and the insulin deliveries have been less aggressive since. The patient's sister helped out of necessity. The low was treated with glucagon and cranberry juice. The patient experienced vomiting and shaking during this event.